Event description:
It was reported that the customer was in a car accident unrelated to blood glucose levels, and after the accident, the insulin pump had a blank display while sounding a constant tone. The blood glucose reading was unknown. The customer stated that she changed the battery, and the device began counting up but the display was still blank. After the battery change, the constant tone stopped. She did not observe any physical damage to the insulin pump but stated that it was likely it had been hit by something during the accident. The screen returned intermittently with a black screen during troubleshoot. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display after the countdown due to a cold solder joint on the mother board. No constant tone was noted during testing. The functional tests could not be performed due to the blank display. The insulin pump was received with a scratched display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.